Manufacturer narrative:
It was reported by IV care of (B)(6) inc., that an outlet caught fire after a lightning strike. It was reported that a wire was burned to an a20 low air-loss therapy mattress that had been in use for 48 days. The reporter states there was no known fluid egress to the bed, electrical components or electrical outlet. Reporter confirms there was no patient or staff injury or involvement to this reported incident. The sample has not been returned for evaluation. There is no further information at this time. There is no report of serious injury. However, due to the reported incident and in an abundance of caution this medwatch is filed. If additional relevant information becomes available, a supplemental med watch will be filed.

Event description:
It was reported an outlet caught fire after a lightning strike and burned a wire to a a20 low air-loss therapy mattress.